Manufacturer narrative:
(B)(4). Date sent: 6/18/2024 d4: batch # a9eg32 additional information was requested and the following was obtained: "1. Was there any issue other issue noted with the clip formation other than bleeding (malformed clips etc.)? -no 2. How was the bleeding controlled? -use clip 3. How much blood was lost (ml)? -unknown. 4. Did the patient require a transfusion? -no 5. Which part of the device was damaged/broken? (Handle/shaft/jaws) -jawa 6. Did any piece detach/fall into the patient? If yes, was the piece retrieved? 7. If yes, was the piece retrieved? 8. If yes, is the piece returning or was it discarded? -no 9. Could you please clarify if there were any patient consequences? -no 10. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? -no." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and seven(7) clips were found inside clip track. However, it is known from the history of the device that bent advancer condition may lead to malformed clips. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, device would not fire. Additionally, noted venous bleeding. Stopped bleeding and continued the procedure. After the surgery, checked the device and noted the top split off. No other information could be provided.